Event description:
During an in clinic follow-up, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the atrial lead. Provocative testing was performed, and the noise was able to be reproduced. No intervention was performed at this time. The patient was stable and will continue to be monitored.